Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the b30 (scope communication error) occurs due to damage to the imaging unit, and the dirt on the electrical contacts in the video connector section causes b30 (scope communication error), could not be identified. Presumably, the damage to the image sensor unit (e.g., disconnection) and the problem caused by the failure of mounted components (ic chips, capacitors, etc.) On the electrical board are caused by stress from use, external factors, or handling. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that damage to the imaging unit and dirt on the electrical contact of the video plug caused a scope communication error b30 on the deflectable videoscope. There were no reports of patient involvement.